Event description:
It is reported that the customer had high blood glucose levels of 143 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer also reported that the insulin pump may have come into contact with perspiration. The customer further reported that there was crack in the case of the insulin pump near the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.